Manufacturer narrative:
D10 concomitant product: sigphandle- sig power sigphandle handle, serial# (B)(4)sigpshell - sig power sigpshell control shell, lot#unk. Unk-sigadapt - unknown signia egia adapter , serial# unk. Unknown egia su - unknown endo gia sulu, lot# unk. H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. The electronic de vice-use logs were also provided. Visual inspection noted no abnormalities. Functional testing noted there were no abnormalities. The handle had 252 of 300 procedures remaining. A clamshell and adapter were connected to the returned device and calibrated successfully. The device showed the remove reload screen when the handle was attached to the a1 machine. A reload was attached to the device and was able to clamp and articulate without any issues. There were no empty files with the system data. All button presses resulted in motor movements. A review of the system logs showed evidence of multiple fpga reset/reprogram failures. It was reported that the display screen had an irregular output. The reported issue was confirmed. The most likely cause was traced to software coding. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic sigmoidectomy, on the step of articulating the device, nothing could work and following window screen was show "magazine with a right arrow¿. Afterwards, a new powered handle was used but showed a power handle error. To resolve the issue, a manual handle was used. There was no patient injury. Medtronic's evaluation of the device found that the cause of the adapter calibration errors and "remove reload" screen on the powered handle when connected to a portable a1 was due to fpga reset/reprogram failures. The cause of the fpga reprogram/reset failures can be traced to handle software.

Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. The electronic de vice-use logs were also provided. Visual inspection noted the system logs showed evidence of multiple fpga reset/reprogram failures. Functionally, there were field programmable gate array (fpga) errors during adapter calibration and the reload clamp test. The fpga failed to reprogram. The power pack software uses fpga for motor controls. When the fpga was unable to reset/reprogram, motor controllers cannot function making motor movements impossible resulting in the handle being unable to complete adapter calibration and the reload clamp test. It was reported that the display screen had an irregular output. The reported issue was confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.